Event description:
New information received notes that programming changes were performed to resolve the issue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-paced t-wave oversensing (pptwos) resulting in pacing inhibition was noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences reported.